Manufacturer narrative:
.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridges were unable to be loaded onto the pump. The opening on the cartridges where the pump pneumatic tap should be inserted appeared to be smaller than usual and the pneumatic tap could not be inserted. During troubleshooting with tandem technical support, the customer was able to successfully load a different cartridge onto the pump. There was no impact to the customer's blood glucose level.